Event description:
It was reported that the lead was replaced for a possible lead "fracture". The lead was reported to have high impedance. There were no patient complications reported, due to this event.

Event description:
It was reported that the lead was replaced for a possible lead "fracture". The lead was reported to have high impedance. There were no patient complications reported due to this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Analysis of the device is in process; the results will be forwarded when available.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. The device is part of the advisory for this model. Evaluation summary; (B)(4) the full lead was returned in segments for analysis. The distal conductor was fracture and distorted. The defib conductor was distorted. The inner tubing torn and blood on helix. White substance seen on exposed defib coil.